Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of 685 mg/dl at the time of the incident. The customer was at 162 mg/dl at the time of the call. The customer used manual injections and was given intravenous fluids to treat. The customer experienced symptoms such as passing out. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. Customer also called about bent infusion set cannula issues. The insulin pump will not be returned for analysis.